Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had phrenic nerve and diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.